Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing detached at quick release. The patient observed insulin came out of the tubing about 12 hours after the set was changed and this issue occurred with 1 set. No further information available.